Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she experienced high blood glucose of 600 mg/dl. Blood glucose the day of the call was 436 mg/dl. The customer also reported the insulin pump had a weak battery alert and alarmed battery out limit. Customer stated the batteries were out greater than duration allowed. Customer declined troubleshooting for high blood glucose and stated she had eaten candy and did not bolus for it. She will monitor the insulin pump.